Event description:
Caller alleged discrepant results with the inratio2 meter compared to the laboratory. Complaint summary: date: 3 months ago, inratio: 1.4, lab: 2.6, time between testing: five minutes. Patient's therapeutic range: 2.3-2.6. No other information was provided.

Manufacturer narrative:
Investigation pending.